Event description:
It was reported that a chest x-ray revealed that the ventricular lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.